Event description:
The site reported the following: after filing the CT syringe with saline, the technologist noticed a thin, hair-like foreign body within the syringe barrel.

Manufacturer narrative:
Bayer radiology product analysis received and examined the returned syringe, lot number unk, and identified the presence of a thin strand of hair in the fluid path. The particle was detected in the barrel of the syringe and measured approx 20mm in length and less than 0.1mm in width. Comparison of the particle with the inside diameter of the range of catheters used for radiology injection concluded that the potential of the injection into the patient exists.